Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals adhered to the optic body compatible with handling the lens. Visual inspection showed a lens that had a large cut in the optic. The lens condition was consistent with a lens that has been explanted. No manufacturing related defect was observed in the lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same procedure because the patient's capsular bag was broken with the lens haptic. Further, it was reported that this issue was due to a user/handling error. An incision enlargement and vitrectomy were performed. It was stated that a z9002 lens was put in its place. No patient injury was reported.